Event description:
It was reported that during a percutaneous transluminal coronary intervention treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery with a greater than 90 degree bend. A 3.50 mm x 12 mm liberté stent was advanced but could not cross due to the stent being "misshaped during the procedure." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent inside the liberte/veriflex shelf box, inner packaging pouch and carrier tube. The batch number on the device and packaging matched the reported batch. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There was no damage to the stent. The mid-shaft was separated 5cm proximal of the exit notch. The separated mid-shaft material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was no other damage to the sds. There was no evidence of material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery with a greater than 90 degree bend. A 3.50 mm x 12 mm liberté stent was advanced but could not cross due to the stent being "misshaped during the procedure". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).